Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that during an implantable pulse generator (ipg) replacement procedure fluid was seen in the header block. It was noted that a surgical intervention occurred. The ipg was successfully explanted on date notified but the issue was not resolved at the time of the report. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis product ID# 37601 analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.